Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the tip of the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the outer sleeve was broken because a camera touched the device. No fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.